Event description:
It was reported to manufacturer that the vns patient was experiencing an increase in seizure activity prior to a follow up appointment with the treating nurse in (B) (6) 2009. The nurse increased the vns device's output current from 2.25ma to 2.5ma as intervention, which proved to be efficacious for decreasing the seizure frequency. The relationship of the increase in seizure frequency to the pre-vns baseline is unknown. Diagnostic testing done on the day the patient was seen for the follow up appointment revealed normal device function, and the device was not nearing end of service. Good faith attempts to obtain additional information have been made, but have been unsuccessful to date.